Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) full lead was returned and a defibrillator conductor was noted as distorted.

Event description:
It was reported that during the implant procedure, the lead coils were noted as separated. The lead was not implanted. No patient complications have been reported as a result of this event.